Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device switches off after 10 minutes in the middle of nibp measurement. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device powered down after approximately 40 minutes with a fully charged battery with audible and visual alarms prior to shutdown. No relevant errors identified during the log file analysis. Battery diagnostics were performed and the customer's battery full charge capacity was below new battery rating which results in the device to shut down after minutes of use with visual and audible alarms for low battery. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device switches off after 10 minutes in the middle of nibp measurement. No consequences or impact to patient were reported.